Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, the patient having another non-curonix device implanted, migration, and no attempts to reprogram the transmitter has been ruled out as potential causes. The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, a CAPA is not required. Unintended stimulation/new pain issues rates will continue to be tracked and trended.

Event description:
The patient reported pain at their pocket site. The patient also reported overstimulation which ceased when the transmitter was turned off. X-rays were performed which ruled out migration. Additionally, multiple attempts were made to change the transmitter assembly programs without success. An explant procedure was performed on (B)(6) 2024 and the patient is doing fine.